Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. Dianeal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). It was reported that after 14 days of hospitalization for the peritonitis event, the patient was discharged. It was reported that the patient was recovered from the peritonitis event (previously reported as unknown outcome). Should additional relevant information become available, a supplemental report will be submitted.